Event description:
Surgery took place where the ipg was explanted and replaced.

Manufacturer narrative:
The event of a patient¿s controller displaying the message " replace generator soon¿ was reported to abbott. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended causing the patient to experience pain. Surgical intervention is planned but not scheduled.